Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having ¿issues¿ and had seen their healthcare provider (hcp) for them. It was clarified by the patient that this meant they had a return of symptoms and loss of therapeutic effect. The therapy was not controlling their urinary symptoms, and this was leading to recurring urinary tract infections. It was noted the hcp thought the programming needed to be adjusted. There were no trauma/falls that could be related to this issue. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the program was adjusted as well as fiber and yogurt being introduced into the diet as steps to resolve the return of symptoms, loss of therapeutic effect, and recurring utis. The patient mentioned that they average 3-4 utis per year, but did not keep record of the dates they occurred. The cause of the uti was contamination by bowel waste and lack of female hormones from aging. It was noted that the utis were related to the patient's underlying urinary dysfunction as well as the device/therapy. There were no further complications reported as a result of this event.